Event description:
The customer reported low bgs. Instructed the customer to take a fast acting glucose source. During the call the customer stated that pt was hospitalized for low bgs. Troubleshooting was performed. The customer mentioned that the device was dropped and half of the display was cracked. The pump had missing segments on display. Advised the customer to use manual injections per md protocol.